Event description:
The customer's mother reported that the customer had high blood glucose. Customer stated that she took reservoir out and rewind but it got stuck in fill tubing. The mother thinks that the customer was not getting insulin. Customer's blood glucose was 435 mg/dl and got treated with injection. Troubleshooting was done. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. Customer does not have the tubing clamp. Advised will sent tubing clamp and to report back to continue the troubleshooting. Advised the customer that the basal would restart once she puts the settings on the insulin pump to have lower doze. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).